Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to charge last night and saw software problem 1) intellis 2) 3.0 3) 243 4) qf_port. Patient services advised the patient to do a reset and this solved the issue. No symptoms were reported. Additional information was received and it was reported that the patient had been seeing software problem (1-intellis, 2-3.0, 3-243, 4-qf_port 99). They noticed the ins was at 70% and dropped to 30% it was reviewed that the patient should contact their healthcare provider if the ins dropped quickly again. They tried to charge, but the code wouldn't go away and resetting wasn't helping.